Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump time was inaccurate. The cause was unknown. The customer's blood glucose level ranged from 414-415 mg/dl. The customer corrected the time to resolve the issue.